Event description:
It was reported that during a rotator cuff repair surgery, a 3.8mm awl was used to prepare the pilot hole and a 4.5mm twinfix ultra tap; the anchor was fractured during implantation. It was totally removed and a same model back-up was used to complete the surgery. The patient's bone quality was average.

Manufacturer narrative:
A visual inspection shows that the anchor itself is broken. The anchor has fractured at one of the eyelet holes. Communication details confirm that IFU recommendations were followed. Tunnel size and tap were appropriate for average bone quality. There is no obvious reason for the breakage. The forks are bent, which indicates loss of axial alignment. This is critical to successful implantation. It is not known when the fork damage occurred. No related observations were reported during the manufacturing run of this product. No further investigation warranted at this time.